Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7101578; product family: dbs-ipg-r-MRI, upn: m365db12320, model: db-1232, serial: (B)(6), batch: 546424; product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000502; product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000287; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30853164; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30853164.

Event description:
It was reported the patient experienced poor wound healing at the lead incision site on the top of their head. The physician assessed that the lead incision site had become infected due to the poor wound healing. Cultures taken were positive for mycobacterium. The patient was prescribed antibiotics and underwent a procedure to have the entire deep brain stimulation (dbs) system removed. The patient did well postoperatively. Physical analysis of the explanted devices could not be conducted in our laboratory as boston scientific representatives were not in attendance at the surgery.